Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown stem, lot # unknown; item # unknown, unknown liner, lot # unknown; item # unknown, unknown cup, lot # unknown.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision surgery due to corrosion, metallosis, alval like symptoms, wear, and dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.